Event description:
Attorney reported that pt was originally implanted with competitive hardware. Hardware reportedly loosened, disengaged or failed and pt was revised. Hardware loosened again and pt was revised again to pangea. Reportedly this has also loosened, disengaged or failed and pt was revised again. The revision operative report states that there was a non-union/pseudoarthrosis and hardware failure on the left at l3-l4. This report is #2 of 9 for the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.